Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The events occurred in the patient post procedure and their causes were unknown. Per instruction for use: caution: placement of multiple pipeline¿ flex embolization devices may increase the risk of ischemic complications. Same event as reported in MDR# 2029214-2015-05007. (B)(4).

Event description:
Medtronic (covidien) received report that a patient experienced stroke and passed away after pipeline flex implantation. The patient received two overlapping pipeline flex (ped-350-14 and ped-425-16) implants to treat a large aneurysm in the left internal carotid artery (ica). There were no procedural complications observed. P2y12 testing was done prior to the procedure; platelet aggregation was reportedly acceptable though the exact p2y12 reaction units (pru) level was not reported. Apposition of the devices was confirmed via a dyna CT after the procedure. It was reported that the patient was compliant to a dual antiplatelet regimen of 75mg clopidogrel and 325mg aspirin. Three days post-procedure, the physician reported that the patient woke up with weakness and was not overly alert. An MRI was performed later that day and revealed a holohemispheric stroke with the middle cerebral artery (mca) and stent completely occluded. The patient passed away that day.